Event description:
It was reported that a request was made to have device data analyzed by boston scientific technical services (ts), specifically looking at the right ventricular (rv) lead shock impedance which was noted to be within normal limits. Ts noted the average low-voltage shock impedance is approximately 65 ohms and the shock impedance trend is stable. As the battery of the patient's implantable cardioverter defibrillator (ICD), has reached explant indicator (implanted in 2012), ts suggested scheduling a device replacement. Additionally, ts noted that in the arrhythmia logbook there are several non-sustained ventricular tachycardia (nsvt) events, and ts observed there are three events (one in 2014 and two in 2017) in which artifact/noise in the ventricular and shock channels is present. Per ts, if the noise has not already been investigated in the past, they suggested confirming the artifacts are not reproducible at time of a future device replacement procedure. If the noise is reproducible, ts provided lead troubleshooting steps to assess the position and lead integrity. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. Investigation summary: with all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a request was made to have device data analyzed by boston scientific technical services (ts), specifically looking at the right ventricular (rv) lead shock impedance which was noted to be within normal limits. Ts noted the average low-voltage shock impedance is approximately 65 ohms and the shock impedance trend is stable. As the battery of the patient's implantable cardioverter defibrillator (ICD), has reached explant indicator (implanted in 2012), ts suggested scheduling a device replacement. Additionally, ts noted that in the arrhythmia logbook there are several non-sustained ventricular tachycardia (nsvt) events, and ts observed there are three events (one in 2014 and two in 2017) in which artifact/noise in the ventricular and shock channels is present. Per ts, if the noise has not already been investigated in the past, they suggested confirming the artifacts are not reproducible at time of a future device replacement procedure. If the noise is reproducible, ts provided lead troubleshooting steps to assess the position and lead integrity. No adverse patient effects were reported. This rv lead remains in service.